Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted multi-vessel totally endoscopic coronary artery bypass on the beating heart (tecab-bh) procedure, the jaws of the small clip applier instrument were misaligned. As a result, multiple attempts to apply titanium clips to a blood vessel were unsuccessful. The method of resolution remains unknown, and for unspecified reasons, the procedure was ultimately converted to open surgery. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the small clip applier instrument for failure analysis evaluation. The clip applier instrument was tested on an in-house system and successfully passed both recognition and engagement tests. It demonstrated intuitive movement with a full range of motion in all directions, and the jaw opened and closed as expected. The clip applier instrument successfully passed the clip test in three out of three consecutive attempts. The clip applier instrument was fully functional, and no product issues were identified.

Event description:
Refer to h11 for follow-up information.